Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient uses multiple bg meters, which is against user guide recommendations. Patient did not calibrate according to user guide recommendations. The patient did not report injury or medical intervention.